Event description:
A (B)(6), female, pt, called zoll customer support to report that the electrode belt connector on her monitor was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (damaged belt connector) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case and several wires were pinched and cut inside the connector. The belt connector was pulled out of connector j1001 on the monitor c/a board, and fuse f600 was open. Additionally, the power supplies for programmable logic device u1003 were shorted on the c/a board. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. The root cause for the damaged components on the c/a board could not be positively identified. No adverse event resulted from damaged connector, wires, and components on the c/a board. The pt received a replacement monitor.